Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2016 with the following findings: the bolus history showed that the boluses were manually programed and delivered. The pump was exercised for 24 hours with no un-programmed boluses delivered or recorded in the pump history during this time. A 10u normal bolus was manually performed and a 10u audio bolus was successfully performed and they were both accurately recorded in the pump history. There were no hypersensitive keys observed on the keypad. The total daily does added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the total daily dose did not match and there were extra bolus records. The reporter stated that the user blood glucose (bg) readings were at or below 70 mg/dl; however, the readings did not reach below 40 mg/dl. There were no reported symptoms associated with hypoglycemia, nor was there a report of assistance by a third party, loss of consciousness, or seizure. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported based on the allegation against the delivery function of the pump.